Event description:
The initial reporter received a questionable magnesium gen.2 result from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result from the module was 3.05 mg/dl. The first repeat result from another module was 2.40 mg/dl. The second repeat result from another module was 2.41 mg/dl. The initial result was not reported outside the laboratory as it was deemed implausible, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number is (B)(6). The field service engineer inspected the module, flushed the main water degasser and water tubes, adjusted the water pressures, replaced the damaged sodium hydroxide detergent (naoh-d) suction tube, checked the tube routing of the wash units, performed test runs and qcs, and verified the device's functionality.